Event description:
It was reported that the lift column on the 9800 system has intermittent motion problems (does not move as expected). There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply (24v). The system was tested and found to be working as intended and placed back into service.